Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "the intellivue mx800 patient monitor did not announce a red "blood pressure disconnected" alarm and a yellow heart rate alarm for the patient in room 7 around 08:42 a.m. On (B)(6) 2017. The patient died of electromechanical dissociation".the device was used for monitoring at the time of the alleged malfunction. The death of a patient was reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The customer reported that the nurse had entered the patient's room at 08:42 a.m. On (B)(6) 2017 and had found that the patient's heart had stopped beating. The fse performed a basic performance test on all parameters during the onsite visit, and found the monitor to be operating as specified and expected. The alarms for ibp and heart rate were announced correctly during the onsite testing, and no trouble was found with the device. A video that had been taken of the incident was requested but not provided to the philips factory for investigation. However, the device report, status logs, strips and alarm logs were collected and forwarded to philips product support engineering for further evaluation. No yellow heart rate alarm and no red alarm for the invasive blood pressure (ibp) was seen in the alarm logs for the time reported by the customer. Several red bradycardia alarms and yellow ibp alarms were announced after 08:42 a.m. Which were silenced. Philips requested and received the alarm logs, status logs, device reports and strips of the monitor for evaluation. No alarms were found for the time given, however, a yellow alarm on the mean ibp (pam) and a "ibp no pulse" inop were announced before the given time. Additionally, red heart rate and yellow ibp alarms were announced after 08:42 a.m. The philips field service engineer found the device to be operating as specified and expected during the onsite testing. Both heart rate and ibp alarms were announced correctly. It has been established that there was no trouble found with the device during the onsite investigation. Based on the provided information, philips is not able to fully reproduce the reported issue and the cause remains unknown. The device remains at the customer site. Although the device operated as specified and expected during the onsite testing and heart rate and ibp alarms were announced before and after the reported time, a malfunction of the device cannot be ruled out. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.